Event description:
A malfunction code was reported, specifically malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery, while technical support planned to replace the malfunctioning pump. The caller was guided to put the pump into storage mode before returning it with a pre-paid label, and they acknowledged the instructions.